Event description:
Event description guidant received information that the ventricular epicardial lead and lv-1 adapter that was attached to this heart failure device, exhibited loss of capture in unipolar and bipolar lead configuration. In addition, the impedance measurements increased from 635 ohms to 2500 ohms.